Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the healthcare professional (hcp) checked the latitude transmission and was not sure about the behavior of the right atrial (ra) lead during one episode from july. The hcp suspected loss of capture. Technical services indicated that all the trends were analyzed, the many different values of atrial threshold were founded, and the programming in auto was adjusting the output properly. The hcp plans on bringing the patient in-clinic for a follow-up to check the atrium position and ensure proper capture by performing troubleshooting in different positions. No adverse patient effects were reported. This ra lead remains in-service.

Event description:
It was reported that the healthcare professional (hcp) checked the latitude transmission and was not sure about the behavior of the right atrial (ra) lead during one episode from july. The hcp suspected loss of capture. Technical services indicated that all the trends were analyzed, the many different values of atrial threshold were founded, and the programming in auto was adjusting the output properly. The hcp plans on bringing the patient in-clinic for a follow-up to check the atrium position and ensure proper capture by performing troubleshooting in different positions. No adverse patient effects were reported. This ra lead remains in-service.